Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was over infusing/ feeding. Additional information was received stating that the issue was found during testing. The rate was set to 125 ml/hr. The volume to be infused was set to 10 ml and the actual volume delivered was 11.55 ml.